Event description:
Nurse reports the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a visibly damaged battery cap, which is unrelated to the complaint. The pump was found to be operating within required specifications and delivery accuracy.